Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with the implanted implantable cardioverter defibrillator (ICD) beeping to the charge time out, charge circuit inactive. The device triggered recommended replacement time (rrt) three months prior but the patient could not decide if or where to get it replaced. The caller was planning to replace the device. The device remains in use. No patient complications have been reported as a result of this event.